Manufacturer narrative:
Restenosis of the stents in the circumflex and obtuse marginal were already reported by the physician sponsored study. This report is specifically reporting the restenosis of the previously implanted cypher in the lad which was not reported by the study. The sterile lot number is unk therefore a device history report review could not be conducted. Restenosis is a known potential adverse event associated with implanting coronary artery stents. With the limited info provided vessel/lesion characteristics may have contributed to the reported event. The lad needed atherectomy for calcium and the stenting in the cfx and om is most likely in a bifurcation that is usually associated with a low success rate, high rate of complications and a high incidence of target vessel revascularization.

Event description:
The report is from the study. In 2006, the pt underwent stenting of the left circumflex (cfx) and first obtuse marginal (om) in reverse crush fashion, utilizing 2 overlapping cyphers (3.5 x 8 mm and 3.5 x 28 mm) in the cfx and a 3.0 x 28 mm cypher in the om. The pt also underwent ptca of a previously placed cypher stent in the lad. In 2007, the pt returned to repeat angiography due to recurrent angina. The pt was found to have in-stent restenosis of the om and the lad. The pt was treated with 2 taxus stents, one in each lesion. The pt was admitted overnight for observation, with plans to attempt rotational atherectomy of the proximal lad as it was not able to fully expand the stent. The next day, the pt underwent rotablator of the proximal lad and balloon angioplasty with a non-complaint balloon. The pt was discharged the following morning.